Manufacturer narrative:
On 18-mar-2026, the product investigation was completed as the received photos were analyzed. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer the hemostatic valve is observed dislodged inside the sheath hub; however, there is not enough evidence to confirm the introducer slipped within the sheath issue. A device history record was performed for the finished device lot number 60000476 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) with a vizigo sheath, the sheath introducer looked different than usual according to the medical team. As they were trying to insert the dilator, the introducer was dislodged inside the sheath. Sheath was immediately removed off the sterile table and disinfected. This device was not used inside of the patient's body. No fragments were generated. However, it was noted that the hemostatic valve was dislodged inside of the hub. A new sheath was opened for usage with no concerns. There was a 2-minute troubleshooting time. The procedure was successfully completed. No patient consequences were reported.